Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. The customer¿s blood glucose level was 10 mmol/l. Customer states they had dropped the insulin pump and the screen flash white screen. The customer was advised to return the reported pump as soon as they will get their replacement pump up and running. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.